Event description:
It was reported by a customer in the united kingdom that the 840 ventilator reset key was inoperative. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the keyboard to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
Covidien received a keyboard printed circuit board (pcb), which was reported as having a non-operational reset key. A visual inspection of the returned keyboard showed no anomalies. Functionality was performed by using a failure investigation test ventilator for analysis. Test ventilator was verified by successfully running all tests and calibration as detailed in the 840 ventilator service manual. The keyboard was attached to the unit, powered up normally, run successfully, and no errors were recorded in the diagnostic logs. The unit was set into normal ventilation mode, and ran successfully for over 24 hours. A review of the diagnostic logs revealed no errors and no alarms were observed during the run in ventilation mode period. Previous investigations indicated that the probable root cause of the reported failure could be caused by contamination on the pcb. The returned keyboard was found functioning as per specifications, and the reported malfunction could not be duplicated.